Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance 35 lp low profile balloon catheter was returned for investigation. The balloon was inflated and a pinhole leak was observed at the most proximal end of the balloon. No nonconformities found on hub, strain relief, or catheter. Both the catheter and balloon length measurements were within specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause could not be confirmed; however, it is possible that the patient's calcified lesion contributed to the device failure. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance 35 lp low profile balloon catheter was used in an unspecified procedure. It was reported that, at approximately 10 atm, the balloon would not inflate inside the afs calcified lesion. It was further reported, the balloon may have a hole in material as it seemed to be scratched when going through the calcification. Another balloon was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence